Manufacturer narrative:
Device was received for evaluation. Visual inspection found foreign matter in the needle. Foreign matter was removed, and passage of the needle was attempted. Passage was allowed without resistance. Based on the production process and procedures it's unlikely this foreign matter was present during manufacture as the device would have failed inspection. Additionally the matter appears to be blood and/or tissue, rather than something like plastic that may have originated within the manufacturing process. Given that upon removal of the foreign matter, there was no issue passing the needle, it is unlikely that the customer's report of being unable to pass was caused by an issue with the product occurring within the manufacturing process. A review of the device history records was also conducted and found no discrepancies. Root cause cannot be attributed to manufacturing., corrected data: h10: foreign added to report source. Device manufacture date corrected to 04-aug-2020.

Event description:
It was reported that during use, the guide wire was unable to pass through the tuohy needle. No patient injury was reported. No additional information is able to be provided for this complaint.